Event description:
It was reported that the pulse generator was in backup vvi mode. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator was in backup vvi mode due to an integrated circuit anomaly. After an integrated circuit was replaced, normal function ensued.